Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the cause of the pump memory error was not determined. The pump memory error resolved. The cause of the intermittent therapy issues was not determined. The rep would follow up with the managing physician assistant (pa) regarding if the intermittent therapy issues resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving hydromorphone and fentanyl via an implantable pump for spinal pain indications. It was reported that the healthcare provider (hcp) reported seeing code 239 when reading pump indicating a memory error regarding infusion information. The logs were checked and there were no errors found in the logs. The manufacturer's technical services specialist (tss) reviewed they should be able to re-enter the infusion data and update the pump. The rep also stated hcp said the patient reported intermittent issues with the therapy for an unknown amount of time. They stated the patient reported that there are days where they didn't feel like they were getting relief. The rep clarified that the patient was not getting withdrawal-type symptoms; rather, that there were days when the pump was not helping.